Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was broken/damaged. Factory recall fr110 large volume pump (lvp) bezel post recall there was no patient involvement.

Event description:
It was reported that the device was broken/damaged. Factory recall fr110 large volume pump (lvp) bezel post recall there was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record for (B)(6) was performed from date of manufacture 03/13/2015 to the present date 10/22/2020 and confirmed that this device was not previously returned for servicing and there were production failures (q6 200203648) for channel error 4030 indicated on the source device.